Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400582539. The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brasil: "the patient was a significant pressure changes (period of hypotension and others of hypertension in a short time interval), the noradrenaline infusion pump was changed and the problem was solved."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.